Event description:
During an in-stent restenosis case, it was reported that the cutting balloon was inflated/deflated and then became caught on a stent strut. It was reported that in an attempt to remove the catheter, the physician "pulled pretty aggressively" on the catheter until the balloon portion came off of the catheter. The physician did not surgically attempt to remove the detached portion of the catheter from the pt nor was any retrieval procedure utilized. Pt is stable.